Event description:
Patient returned to surgery within 24 hours because the shunt valve that was implanted yesterday was defective. A new valve was placed today. Pre-procedure diagnosis: integra on-off valve failure. Post-procedure diagnosis: same as pre-procedure diagnosis. Procedure name: elective. Estimated blood loss: minimal. Procedure description: replacement of integra valve. Procedure findings: malfunctioning integra valve, stuck in off position. Wound classification: clean-contaminated. Specimens: none. The product is an on/off valve mfg integra model # nl8500150 lot # 1162715.